Event description:
It was reported that a patient presented in the hospital after receiving inappropraite hv therapy due to atrial undersensing. Reprogramming the device was recommended. The physician elected to adjust the patient medication to control the underlying issue and monitor the patient.

Manufacturer narrative:
No medwatch form was received.